Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory the infection, erosion with sepsis allegation was addressed by return pip(B)(6). This supplemental is being filed to correct b2: outcomes attrib to adv event; e1: initial reporter title; h10: additional MFR narrative and to capture return date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.